Event description:
The customer reported that the insulin pump alarmed motor error during the rewind process. Troubleshooting was performed. The caller stated that the device was not exposed to an MRI. The device was not able to complete the rewind due to recurring motor errors, and the displacement test could not be performed. It was stated that the customer was hospitalized for non insulin pump related issues. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. However, the motor was tested outside the device and passed the test.